Event description:
It was reported that attachment parts dislodged. No patient impact reported.

Manufacturer narrative:
H3: product analysis :evaluation determined that parts dislodgement was confirmed. The likely cause of failure is due to bearing breakage. It was also found that dents were found, laser marking faded and scale of the tube is not clear. This regulatory report is being submitted due to retrospective review through CAPA 672570. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.